Event description:
The customer contacted the customer care solution center (ccsc) and alleged that the system on the complaint found not to be working during a visit to perform preventative maintenance. The customer then requested support. The device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.